Manufacturer narrative:
The investigation into the battery pack associated with this complaint is underway and the root cause is not currently known. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED battery was depleted. They reported that this did not occur during patient use.

Manufacturer narrative:
Evaluation of the battery pack related to this complaint confirmed the reported issue; however, the cause of the depleted battery could not be determined. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service.